Manufacturer narrative:
The product is performing as expected and no systems-related issues were identified. A possible issue may be with sample handling. Although the root cause cannot be identified, true amplification was observed for alleged run 3572. The alleged lot was previously tested in-house with no issues. The investigation into the alleged lot indicates that the reagent is working as expected and a systemic product problem cannot be identified. Noted in the data are 2 samples with very strong positive sars-cov-2 results that ran immediately before the alleged positive run, so cross contamination may be a possibility. The customer is also using an off-label viral transport media from (B)(6) medical device factory, 2ml. Collection kits that are not recommended in the method sheet could have a different chemical composition and affect the performance of the assay. If the volume of collection media is not identical to the on-label collection kit (3ml), then any potential interfering substances collected will be more concentrated and affect results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and negative results for influenza a and b. The same sample was retested on a different platform (standard m10 sars-cov-2 test) which yielded a negative result for sars-cov-2. The same sample was retested again with the cobas® sars-cov-2 nucleic acid test on a different cobas® liat® which yielded a negative result for sars-cov-2. The negative results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.